Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient's right atrial and ventricular leads exhibited noise. An insulation break was noted on both leads. The leads were capped and replaced on (B)(6) 2023. The patient condition was stable.